Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly. Also, it was found moisture damage on the vibrator, motor, and the battery tube assembly.

Event description:
It was reported that the customer dropped the insulin pump in the toilet and the device was not functioning. The mother stated that when she turned on the device, a line through the display was noticed, and then it beeps. No further info was provided.